Manufacturer narrative:
Patient age at the time of the event unknown/ not provided. Patient weight unknown/ not provided. Device lot number unknown/ not provided. Device not returned.

Event description:
It was reported that healing collar (hc345) would not seat on the implant. The doctor removed the implant and placed another in same procedure.

Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. Visual inspection revealed the healing collar shows damage at the engaging threads. The drive feature of the healing collar contains debris. The healing collar required excessive torqueing to assemble with a mating house implant. Therefore, the complaint for the healing collar is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. It is clear from the package drawing under pd-hc345 rev a that the first thread is compressed inward. The problem with screwing in the collar appears to be due to this damage, as the orientation of the engaging threads does not match the drawing and are deformed due to this damage. The alleged complaint is confirmed and a root cause cannot be determined.